Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. D4: batch # z7040e. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual inspection of the returned el5ml device revealed no damage to the external components. In an effort to replicate the reported incident, the device underwent functional testing. During testing, it was observed that the clips did not advance into the jaws upon subsequent trigger actuation. To further evaluate the condition of the internal components, the device was disassembled. Upon disassembly, the feed link was found to be broken, which was determined to be the cause of the feeding issue. Additionally, fifteen (15) clips were identified within the clip track. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached regarding what may have caused the reported incident. Possible causes for the damage found is due to the jaws may have been restricted during firing, or not fully through the trocar during firing. Device history review a manufacturing record evaluation was performed for the finished device batch z7040e number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap appendectomy upon opening, no clips were in clip applier. Open a second one and it was fine. No delay or patient harm was reported.